Manufacturer narrative:
The thermal ligating shears were received, decontaminated, and visually inspected. For the two units from lot 502634 the jaw assembly had fallen apart. The parts are being sent back to parker for a further root cause and corrective action. The complaint is confirmed.

Event description:
Tips wouldn't close properly due to a broken joint.

Manufacturer narrative:
Device has not yet been returned. Investigation pending.

Event description:
Tips wouldn't close properly due to a broken joint.